Event description:
Material no. 305269 batch no. (Provided 6267661, 8057960). It was reported that during use of the syringe integra 3ml ll w/ndl 25x5/8 rb as the pharmacist was administering a vaccine to a patient the medication "squirted" everywhere; around the hub area. The leakage was at the hub of the needle. The following information was provided by the initial reporter: pharmacist reported on (B)(6) 2019, she was administering a vaccine to a patient and the medication "squirted" everywhere; around the hub area. Stated used a second syringe, that worked. She provided me two lot numbers because she is not sure which box the syringe came out of.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 305269, batch no. (Provided 6267661, 8057960). It was reported that during use of the syringe integra 3ml ll w/ndl 25x5/8 rb as the pharmacist was administering a vaccine to a patient the medication "squirted" everywhere; around the hub area. The leakage was at the hub of the needle. The following information was provided by the initial reporter: pharmacist reported on (B)(6) 2019, she was administering a vaccine to a patient and the medication "squirted" everywhere; around the hub area. Stated used a second syringe, that worked. She provided me two lot numbers because she is not sure which box the syringe came out of.